Manufacturer narrative:
(B)(4). Pump passed the displacement test. Unit received insulin pump error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or test for motor error alarm due to insulin pump error alarm. Pump received with cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. The drive support cap was normal. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.